Event description:
It was reported that when using the bd pyxis¿ es server new medication orders could not be seen through device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) called the customer, who reported that the issue occurred briefly due to a network interruption. The customer confirmed that the medications were then appearing correctly on the pyxis. The system functioned as intended after the technical support specialist investigated the issue.